Manufacturer narrative:
Complaint conclusion: as reported by the insight study, the patient had an aortic bifurcate and two limb extensions successfully implanted during the abdominal aortic aneurysm (aaa) study index procedure. The device was placed correctly with no unintended occlusions reported. No access complications occurred and were reported as: access procedure left: cut-down, with percutaneous access attempted first; access procedure right: percutaneous, no cut-down; bifurcate access side: (ipsilateral side) right. Anesthesia type was regional/epidural and reported estimated blood loss was 200 ml. A final angiogram was performed and no endoleak was detected. The patient was discharged two days after the procedure. Upon planned admission before the aneurysm treatment and noted in the study questionnaire, an esophagectomy for esophageal adenocarcinoma was scheduled. The outcome is ongoing and not resolving. No secondary aaa intervention was performed. It was reported that the adverse event has no relationship to the index procedure and no relationship to the incraft device. A type ii endoleak was noted one day post procedure with an execution of a control doppler. One month after the procedure during hospitalization for an esophagectomy, the patient was suspected to have an anastomotic fistula that was severe in severity. This was confirmed by endoscopy. The patient received endoscopic treatment by ovesco clip positioning. This event was reported to have been unrelated to both the index procedure and the incraft device. The event resolved on (B)(6) 2016. During this hospitalization, the patient also reported thoracic pain with bronchospasm. A computerized tomography (CT) scan and echography confirmed a pleural effusion. The patient was treated with the placement of a drainage catheter with echographic guide. This event was severe in severity, and it was reported to have been unrelated to both the index procedure and the incraft device. The event is resolved. Approximately eight months and twenty-three days post index procedure, an endoleak type ii was detected that was moderate in severity. The event had a probable relationship to the index procedure but was unlikely related to the incraft device. An embolization using spirals and glue was performed for treatment of the type ii endoleak and the event resolved a day later. The same day, a new small endoleak type 2 that was mild in severity was noted. The event was unrelated to both the index procedure and the incraft device. The event is ongoing and not resolving. Approximately 4 years and 4 months post index procedure, the patient experienced aneurysmal enlargement. The patient was placed under observation. The event was considered moderate in severity. The event was reported as possibly related to the index procedure but unlikely related to the incraft device. The event is ongoing. The product was not returned for analysis. A product history record (phr) review of lot 17310825 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aneurysm enlargement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel and patient anatomy characteristics may have contributed to the reported event as shown by the need to embolize the culprit vessel. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to: aneurysmal enlargement; endoleak. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) study, the patient had an aortic bifurcate and two limb extensions successfully implanted during the (B)(6) study index procedure. The device was placed correctly with no unintended occlusions reported. No access complications occurred and were reported as: access procedure left: cut-down, with percutaneous access attempted first; access procedure right: percutaneous, no cut-down; bifurcate access side: (ipsilateral side) right. Anesthesia type was regional/epidural and reported estimated blood loss was 200 ml. A final angiogram was performed and no endoleak was detected. The patient was discharged two days after the procedure. A type ii endoleak was noted one day post procedure with an execution of a control doppler. Approximately eight months and twenty-three days post index procedure, an endoleak type ii was detected that was moderate in severity. The event had a probable relationship to the index procedure but was unlikely related to the incraft device. An embolization using spirals and glue was performed for treatment of the type ii endoleak and the event resolved a day later. The same day, a new small endoleak type 2 that was mild in severity was noted. The event was unrelated to both the index procedure and the incraft device. The event is ongoing and not resolving. Approximately 4 years and 4 months post index procedure, the patient experienced aneurysmal enlargement. The patient was placed under observation. The event was considered moderate in severity. The event was reported as possibly related to the index procedure but unlikely related to the incraft device. The event is ongoing.